Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 11 mg/ml morphine at 2.524 mg/day via an implantable pump for other chronic/intract pain (trunk/limbs) and spinal pain. It was reported that a motor stall was seen at an initial interrogation and the patient recently had an MRI. The event date was noted to be (B)(6) 2017. The MRI was not due to a suspected problem with the device or therapy. After reading the logs, it was noted a recovery had not yet occurred. After re-interrogating the pump, a recovery occurred. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.